Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 100 bd¿ syringe had a mix of product types in the pack. The following information was provided by the initial reporter: "when it opened the package, it found a package of 309050 in 301942 product."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and lot number 2106205. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, twenty retained samples were obtained for further evaluation. The retained samples did not show any signs of defect to confirm the reported incident. At this time, an exact cause could not be determined for this issue.

Event description:
It was reported that 100 bd¿ syringe had a mix of product types in the pack. The following information was provided by the initial reporter: "when it opened the package, it found a package of 309050 in 301942 product."